Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer was unable to clear the alarm. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. Customer called back and stated that he put in a new battery and the pump is now working. Customer will continue to use his back-up and will not use the pump. No additional information provided.

Manufacturer narrative:
No unexpected button error alarm was noted. The displacement test could not be performed due to the unresponsive keypad. The insulin pump had no act button response due to corroded keypad traces. The insulin pump had a cracked display window, a cracked case at the display window corner, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.